Manufacturer narrative:
Investigation summary: according to the clinical details, a purge leak was reported on 22-aug and the issue was resolved. A second purge leak was reported on 24-aug, and the product was sent for investigation. Data log review was not required for this case run. Purge leak ¿ pump: the pump and purge cassette were investigated, and no issue was found related to the purge cassette. Damage was identified on the pump sidearm, with a lengthwise crack down the yellow luer, where the purge leak was reproduced. The cause of the purge leak was a crack in the yellow luer but the cause of the crack was unable to be determined. The supplier invetigation of similar complaint indicated possible high tension in combination with disinfectants and certain drug ingredients like for example oil, alcohol, lipids but was unable to confirm. Device history lot: device batch: 1940910. Device history review: the pump (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. During the first day of support, it was reported that the purge system was leaking. The purge cassette was replaced, and the nurse reported that this resolved the issue. However, the following day it was again reported the purge system was leaking. The device was explanted successfully after weaning. The pump and the second cassette were sent for investigation for the purge leak. On (B)(6) 2025, investigation findings revealed that the purge leak issue was due to the damaged sidearm portion of the pump.